Manufacturer narrative:
.

Event description:
Reportedly, there was an o-ring on the pneumatic tap. The customer removed the o-ring; however, was unable to insert a cartridge.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was difficult to remove and insert. The customer reverted to manual injections due to not being able to physically load a cartridge. Customer's blood glucose level was not impacted.